Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the bag broke while attempting to remove it. He did insert kelly clamps to enlarge the incision." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the tissue bag, cord and bead were returned assembled together. Upon inspection, engineering found a straight cut on the top of the tissue bag, and a tear with stretch marks at the distal tip of the tissue bag. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. The likely root cause is the use of a sharp instrument used during the procedure cut the tissue bag. The instructions for use (IFU) state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member on april 25, 2016: I spoke to the account and they don't have much information in regard to the bag incident. I have participated in many cases with dr. (B)(6) he usually inserts the specimen into the bag with a grasper and does not aspirate the content unless the bag does not pass through the incision. At the point prior to aspirating he usually inserts a kelly clamp into the port site, outside of the bag, and spreads open the incision.